Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred post colectomy functional end to end anastomosis wherein the patient had leakage. A reoperation was performed to create stoma.